Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the provided photograph identified an explanted tibial plate that is fractured. The device history record were reviewed and identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. However, insufficient information was provided to complete a compatibility check for the entire construct, as the femoral is unknown. Review of complaint history identified no additional similar complaints for the reported item and no additional complaints part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment and normal appearance of the left knee arthroplasty, baseplate fracture with suspected loosening. Bone quality mildly osteopenic. The complaint is confirmed via provided photographs and radiographs. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reproted the patient was revised due to a fractured tibial baseplate. The tibial baseplate and articular surface were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported the patient was revised due to symptoms of pain and a fractured tibial baseplate. The tibial baseplate and articular surface were revised.